Manufacturer narrative:
The call ended before the customer's personal information or product information could be obtained. It's not possible to determine the manufacture date without the product information.

Event description:
The customer received a blood glucose reading on the contour meter that was 30mg/dl higher than on the doctor's meter. The specific results were not provided. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The call ended before further information could be obtained. Product was not expected to be returned, and was not replaced at the time of the call.